Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). (B)(6). 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: jul 22, 2010. Expiration date: jul 1, 2020. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event (B)(6) as follows: it was reported that revision including hardware removal surgery was performed on (B)(6) 2017 due to proximal femoral nail antirotation ii (pfna ii) blade migration and perforation of the femoral head and patient pain. The patient was initially implanted on (B)(6) 2017 with a pfna ii system to treat a trochanteric femoral fracture. After the initial surgery, the patient was non-weight bearing for a while because the surgeon thought the fracture portion was unstable after the surgery. The patient used a wheelchair but experienced pain. Upon clinical follow-up on an unknown date, it was discovered that there was femoral head cut out. Surgical revision to extract pfna ii system was performed on (B)(6) 2017. A bipolar hip arthroplasty (bha) is planned. Concomitant medical products: nail (part# 472.100s / lot#: 9398080 / quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed. The following parts were received back for investigation: part 472.100s / #lot 9398080 / pfna-ii - prox. Fem. Nail ø 9.0mm, l 170mm (concomitant part), part 04.027.058s / #lot 2627740 / pfna-ii blade, l 115mm. Both parts were received in a used condition. The green anodized color on the blade is partly abraded due to scratches, which was probably occurred during the insertion or removal. The same scratches are also visible on the guiding hole of the nail. Nevertheless both parts are still intact with no other damages. The lot 2627740 in question was manufactured with a lot size of (B)(4) pieces in july 2010 and all were distributed meanwhile. To date we are not aware of any other similar complaints related to the article and lot number in question. An internal functional test has shown that the blade could be locked and unlocked as intended and passes through the nail without any difficulty. It was reported that the surgeon finished the fixation of the implants incompletely because of the impaction of soft tissue or bone fragments. Furthermore it was commented that there is no complaint against the devices which were used. Considering this information, we have to assume that this occurrence had a strong influence to the complaint issue. Since the returned implants are still fully functional, we can conclude that the cause of failure is not due to any manufacturing non-conformances. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report addresses the post-operative migration of the blade. During initial surgery performed on (B)(6) 2017 surgeon tried to reduce proximal bone fragment to an appropriate place, however he finished internal fixation incompletely because of the impaction of soft tissue or bone fragment. This report has been captured under linked complaint (B)(4).